Event description:
It was reported that during an implant procedure, a small dissection of the coronary sinus occurred while maneuvering the catheter. The left ventricular lead was not implanted and no additional intervention was required to resolve the event. The patient was in stable condition.